Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10 results of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The external 02 gas supply hose (with gas regulator set to 60psi) was connected to the unit and the alarm tf 379 was triggered. 02 gas path test was performed and it was found that the o2 dosing valve was leaking. The reported complaint was duplicated. The failure was caused by a defective leaking o2 dosing valve.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us 17,3" started making a fluttering noise and had multiple alarms, 271 (o2 supply failed - no o2 dosing possible), 151(o2 concentration low), 387 (technical failure 387 - no o2 dosing possible) and 379 (technical failure 379 - no o2 dosing possible) during patient use. Furthermore, there was no patient harm associated with the event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.